Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The service territory manager (stm) duplicated the bottom lcd is not responding to touch and verified fault code # 63. The stm replaced the video generator board and cleaned the lcd. The stm then calibrated the touch screen and performed touch screen functional tests and the unit passed all functional and safety checks and was released back into clinical use.

Event description:
The facility registered nurse (rn) from the intensive care unit (ICU) called stating there was a locked screen on the cardiosave intra-aortic balloon pump (iabp) and was unable to unlock it. Tried to re-boot by powering the cardiosave off and then on. The iabp then wouldn't start. The rn had to switch to a new iabp. No patient injury or death reported. No adverse event reported.